Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant, the patient experienced chronic pain, and adhesions. Treatment included mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included mesh removal, diagnostic laparoscopy, laparoscopic lysis of adhesions, transvers colectomy egd, and large volume peritoneal lavage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a multiple incarcerated incisional hernias. It was reported that after the implant, the patient experienced serous drainage, breathing difficulty, nausea, abdominal pain, abdominal sepsis, septic shock, edematous an friable small bowel, omental thickening near transverse colon, serous drainage, murky fluid, mesh had torn hole in colon, oliguria, acute kidney injury, peritonitis, adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included exploratory laparotomy, hospital admission, IV medication, resuscitation, sepsis antibiotics, mesh removal, diagnostic laparoscopy, laparoscopic lysis of adhesions, blake drain use, remaining section of mesh adherent to anterior aspect of abdominal wall taken down with sharp dissection, nonviable segments removed, wound packing, ostomy appliance placed, transverse colectomy, transverse colostomy egd, and large volume peritoneal lavage.

Manufacturer narrative:
Additional info: a1, b2 (added life threatening and hospitalization), b5, b7, h6 (patient codes, imf codes, device code, ime e2402: "peritonitis, oliguria, omental thickening"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.